Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps (mbf) for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the mbf instrument ((B)(4)) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system sh2342. The alleged event occurred on the 4th use of 10 total lives. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Additional technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the fields in sections was either unknown or unavailable at this time. The expiration date is not applicable. Implant date is blank because the product is not implantable. The information for fields in address is not available.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the user noted "thick smoke" from the head of the instrument and the insulation was black. There was no report of fragment(s) falling inside the patient. The instrument was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was reportedly delayed by 5 minutes.

Manufacturer narrative:
Intuitive surgical followed up with the customer and obtained the following additional information on 18-june-2020: the instrument and cannula were inspected prior to use, and there was no damage observed. The instrument was in use for approximately half an hour. The monopolar cord was not connected to a bipolar instrument. The surgeon was using bipolar energy (forcetriad esu settings cut: 40 and coag: 40) to stop patient bleeding. The instrument tip was in contact with the tissue when the reported issue was observed. There was no arcing of electrical energy. There was no report of instrument or tool collision, and the instrument was not removed during the surgical procedure. The surgeon was also using the monopolar curved shears (mcs) instrument. The surgeon believed the reported issue was due to the quality of the instrument. The patient has not returned to the hospital due to post-surgical complications as a result of the event. No images nor video recordings of the procedure were provided. The customer was unable to provide patient demographics and information pertaining to relevant tests/laboratory data specific to the incident. Intuitive surgical, inc. (Isi) followed up with the customer pertaining to the patient bleeding and obtained the following additional information on 14-july-2020: the surgeon noted the bleeding was observed from the prostate tissue. The blood loss amount was 300 ml. The surgeon alleged the thick smoke from the instrument during the operation was the cause of the blood loss. No blood transfusion was administered to the patient. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4307 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.